Event description:
It was reported that guidewire tip detachment occurred. A 300cm straight tip v-14 control wire was advanced, however, the tip came off. No attempt to remove the detached fragment as it was in the plaque along the artery. The procedure was completed with two non-bsc guidewires. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned with its original pouch. The guidewire was easily removed from the hoop. The distal tip of the guidewire had the polymer detached; the damaged section was located approximately at 299 cm from the proximal end. The detached section was not returned. The distal tip was kinked approximately at 298 cm from the proximal end. No more damages were found in the device. The outer diameter of the middle and proximal sections are within specification; however, the overall length and outer diameter of the distal tip could not be performed due to device condition (polymer tip detached).

Event description:
It was reported that guidewire tip detachment occurred. A 300cm straight tip v-14 control wire was advanced, however, the tip came off. No attempt to remove the detached fragment as it was in the plaque along the artery. The procedure was completed with two non-bsc guidewires. No patient complications were reported and patient status was stable.